Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7 drawer attached to krmcnicpx1 main and there were currently 279 failed pockets. The customer informed that medications were loaded in this auxiliary unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the installed a 7 drawer auxiliary cabinet. A technical support specialist (tss) dialed in to the server and followed ka (manually unloading storage spaces: es 1.6.x 1.11.x) to unload storage space prior to deleting the auxiliary cabinet. A 1.7.x script was downloaded and the getparentstoragespacekey command was run, but no result was found. Healthsight viewer (hsv) was checked and failed pockets were identified for station krmcbhupx1, as reported by the customer. Tss logged in to pes and navigated to medication inventory, finding that all auxiliary drawers for device krmcbhupx1 were empty. Ka (unable to delete auxiliary storage space) was then followed to delete the auxiliary cabinet, and the cabinet was successfully deleted. The system functioned as intended after the technical support specialist troubleshot the device.